Event description:
Per the audiologist, there was no auditory response when the cochlear implant system was activated. Results of integrity tests in 2008 were consistent with normal receiver/stimulator function. A CT scan done at about 3 months later determined that the electrode array was incorrectly positioned in the cochlea. Explant/reimplant surgery is scheduled for a later date.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.